Manufacturer narrative:
Alleged failure: crack on edge of lens that fogs up operatively confirmed failure: outer tube damaged (bent, dented), moisture ingression at distal end, loose optical system. Probable root cause: thermal destruction of epoxy improper epoxy/curing process laser welding failure use error furthermore, reportability decision was check for consistency. Manufacture date is not known.

Event description:
It was reported that the moisture could not be wiped from the scope. File malfunction due to unclear image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the moisture could not be wiped from the scope. File malfunction due to unclear image.